Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access vented tubing set was underinfusing with albumin. There was patient involvement but no reported patient injury, adverse event or medical intervention. There is no additional information.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.